Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation confirms the devices is fractured through the weld that holds the handle and strike plate together. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-04346 / 04348).

Event description:
It was reported that during a procedure, the impacting plates of three broach handles fractured during use. Another device was used to complete the procedure.